Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. The filter was received in a specimen cup and appeared deployed. Tissue appeared to be present in the filter's legs and anchors. All legs are present and undamaged. No functional testing performed. Based o the findings, the investigation is inconclusive for the reported activation, positioning or separation problem as no functional testing performed due to the condition of the returned device. A definitive root cause for the reported activation, positioning or separation problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024).

Event description:
It was reported that during treatment the filter allegedly deployed outside the patient. The procedure was completed using another filter. There was no reported patient injury.